Event description:
A patient developed a fever postoperatively after duragen was implanted ((B)(6) 2013). It is unknown whether the patient had any complicating factors before the duragen was implanted. Two days after the duragen was implanted, the patient developed a temperature of around 38.5 degrees c. The patient received treatment for the fever however, it is unknown what the patient received. The fever subsided on (B)(6) 2013. There weren't any diagnostic studies done to determine the cause of the fever. The reporter was not sure if any lab work was done. The site where the duragen was implanted was not cultured. The reporter was unable to provide information about whether any other cultures (blood culture) were done. The patient's hospitalization was not prolonged as a result of this event.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.